Manufacturer narrative:
H3: one cadd legacy plus pump was returned in good physical condition. The vent history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. The downstream sensor will be replaced and the upstream sensor will be recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was "nda". This is assumed to be that there was a no disposable alarm being presented on the device. There was no patient present at the time of the event. No adverse events reported.